Event description:
A pt with pt severe "ra" rec'd 9 prosorba column treatments. Four days after last treatment, the pt developed a rash on both feet, thighs, and arms. A biopsy was positive for vasculitis. The pt's physician reported that at first lesions appeared to being fading so pt withheld steriod therapy. One week later a new set of lesions appeared and the pt was started on 40mg prednisone qd. Lab results at that time revealed increased bun and creatinine and abnormal urinalysis. Prosorba column treatments were discontinued.